Manufacturer narrative:
Date of event and implant: estimated date. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. The scaffold was implanted and will not return. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
A case report was identified through an article, ¿a case report of a recurrent early and late bioresorbable vascular scaffold thrombosis: serial angiography and optical coherence tomography findings¿. It was reported that the patient presented with a non-st elevated myocardial infarction (nstemi). Per imaging the mid left anterior descending (lad) coronary artery had a total occlusion. After pre-dilatation, a 2.5x28mm absorb gt1 scaffold was implanted. Acute malapposition, likely due to scaffold under-sizing, was observed and post-dilatation was performed. After, the malapposition was no longer significant. Aspirin and clopidogrel were prescribed and the patient was discharged. 16 days later, the patient stopped taking aspirin and clopidogrel due to a colonoscopy. 20 days after the index procedure, the patient was admitted to the hospital with chest pain. An nstemi was diagnosed and mid scaffold thrombosis observed. Balloon angioplasty was performed as treatment. The patient was prescribed aspirin and ticagrelor at discharge. 1 year follow-up, mild stenosis mid-scaffold was observed, along with peri-strut low intensity area (plia) at the proximal scaffold. The minimal lumen area (mla) was 2.66mm2 and neointimal hyperplasia was 55% without symptoms associated. Medication (aspirin and clopidogrel) was continued. 2-years after bvs implantation, the patient was hospitalized for chest pain at rest. A st-elevated myocardial infarction (stemi) was diagnosed. Per imaging, late scaffold thrombosis within the proximal scaffold portion and within at the same area as the plia, and disrupted scaffold struts were also observed. Balloon angioplasty was performed and a 2.75x33mm xience alpine stent was implanted, covering the entire scaffold segment. Imaging showed good apposition as the intra-luminal dismantled bvs struts were compressed towards the vessel wall. No additional information was provided regarding this issue.

Manufacturer narrative:
B3, d6: estimated. D4: unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. This report is being re-submitted to provide the attachment below again: attachment: literature titled "a case report of a recurrent early and late bioresorbable vascular scaffold thrombosis: serial angiography and optical coherence tomography findings."na - attachment: [e-25913 article nms.pdf].

Manufacturer narrative:
D4: unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted that the reported patient effects of myocardial infarction, thrombosis, restenosis and angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported difficulties and patient effects could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.